Manufacturer narrative:
Covidien reference number: (B)(4). An authorized third party service provider replaced the single board computer (sbc) printed circuit board (pcb). The pcb was returned for evaluation. The service engineer evaluated the pcb and verified the reported complaint. When the pcb was placed into a test ventilator and the graphic user interface (gui) display froze and it did not complete the power-on-self test (post). The reported malfunction was duplicated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use, a ventilator was powered on and the display froze at the six photo screen. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.